Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during test noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify time/clock anomaly due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via a phone call, the insulin pump had alarmed button error. Customer was working out when the alarm occurred and the display has been frozen. Customer doesn't recall customer's blood glucose at the time of the event. Customer stated the customer had changed the battery and the device was alarming button alarm occurred and customer noticed the time was incorrect. The device was marking 8:36 pm and the time was 12:31. Troubleshooting was performed. Customer noted the time did advance. Customer was then advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer stated they did not have a backup plan and was advised to contact primary health care physician. The device is returning for analysis.